Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the cause for the inability to activate the device is the defective response button. The cause for the defective response button is the damaged ribbon cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.